Event description:
Pump was reported to have declared an altitude alarm earlier in the day. Customer¿s blood glucose level did not exceed 500 mg/dl and was within normal range. Customer resolved the issue by replacing the cartridge and received tips from technical support on preventing altitude alarms; pump resumed normal operation afterward.